Event description:
Adverse event(s): "ten cases were canceled" (surgical procedure, delayed). Product problem(s): "not booting up properly" (failure to power-up). The surgeon reported the sys is not rebooting up properly. No display or system messages are noted. The system has a continuous high beep sound. This occurred during set-up for surgery. Ten cases were canceled. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The pcb was replaced and is returning for in-house evaluation. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).